Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel perforation occurred. After successful rotablation of the right coronary artery (rca), a 182 pt graphix¿ guide wire was advanced but it went to a small distal branch in the posterior descending artery (pda) and a small perforation was noted and the patient became hypotensive. Echo was performed and fluid was noted in the pericardial sac. Subsequently, pericardiocentesis was performed. Following that, angiogram was done at the right corner of the artery and it was confirmed that there was still a perforation and leak into the pericardium in the small branch from the pda. Subsequently, a small coil was placed in the small branch in the pda to seal the perforation and the procedure was completed. No further complications were reported and the patient was stable in the holding area and was doing well.